Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) grade 4 with mitral annular calcium present extending to the base of the posterior leaflet. A mitraclip ntw was selected for treatment. A decision to grasp the leaflets along with the calcium to maximize leaflet insertion was made. The mitraclip ntw was deployed at a2/p2 following grasp with mr reduction. However, immediately post deployment, a single leaflet device attachment (slda) of the posterior leaflet occurred. It was noted that the slda was due to the pre-existing anatomy. Following the slda, the procedure was aborted. The mr remained at a grade 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (highly calcified valve). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.